Event description:
IV started in left ac. No difficulties with insertion, blood flash received, no resistance met when flushed. Went to draw back on IV, air received, no blood noted, took off dressing, missing clear tip of catheter. Angiocatheter separated leaving the proximal portion inside. Fluoroscopy performed, unable to visualize missing clear tip. Appropriate studies performed and the pt was discharged home.